Event description:
It was reported that the patient experienced atrial fibrillation during the implant procedure. The physician decided to implant a single chamber device. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Correction: event location, death date, patient code, patient outcome, operator code, event description. Evaluation summary: (B)(4) no anomalies found; full lead was returned and analyzed.

Event description:
It was reported that the patient experienced atrial fibrillation during the implant procedure. The physician decided to implant a single chamber device. The lead was not implanted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.